Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
Boston scientific received information that during the device replacement procedure, the setscrew on this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be loosened. The electrode then successfully was connected to the new device. No adverse patient effects were reported.

Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. The setscrew seal plug was removed to facilitate examination of the setscrew. A portion of a hex wrench was found to be broke off in the hexslot. The setscrew was confirmed to be in the fully loosened position. As the portion of wrench was lodged in the hexslot, testing of the setscrew was unable to be completed. Analysis did not identify any device characteristics that would have contributed to the reported difficulty loosening the setscrew of this device.

Event description:
It was reported that during a routine replacement procedure, difficulty was encountered loosening the setscrew on this subcutaneous implantable cardioverter defibrillator (s-ICD). Eventually the setscrew was able to be loosened and the corresponding electrode was removed. The electrode remained implanted. This explanted device was returned to boston scientific for analysis.

Event description:
It was reported that during a routine replacement procedure, difficulty was encountered loosening the setscrew on this subcutaneous implantable cardioverter defibrillator (s-ICD). Eventually the setscrew was able to be loosened and the corresponding electrode was removed. The electrode remained implanted. This explanted device was returned to boston scientific for analysis.

Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. The setscrew seal plug was removed to facilitate examination of the setscrew. A portion of a hex wrench was found to be broke off in the hexslot. The setscrew was confirmed to be in the fully loosened position. As the portion of wrench was lodged in the hexslot, testing of the setscrew was unable to be completed. Analysis did not identify any device characteristics that would have contributed to the reported difficulty loosening the setscrew of this device.